Event description:
The port was placed 9/96 and used continuously until 11/96. Then port was flushed monthly. On 2/27/97, no blood return could be achieved from the port & infusion was slow. The dr used urokinase on port without success. The pt noted swelling of the port site during infusion.